Event description:
It was reported that the patient experienced a new onset of shortness of breath and confusion at home on (B)(6) 2024. When the emergency medical services (ems) arrived, the patient's symptoms resolved. The patient refused to go to the emergency department (ed) and was directly admitted to the hospital in the afternoon of (B)(6) 2024. While connected to battery power, the ventricular assist device (vad) system controller was alarming on the patient's way to the hospital at approximately 13:00 on (B)(6) 2024. It was stated that the black power cord had been disconnected at times when the patient was at home. The patient was admitted to the hospital for foot pain and atrial fibrillation (afib) with rapid ventricular response (rvr). They appeared to be asymptomatic. At the bedside, all metal connections on the batteries and clips were cleaned with alcohol. The connections between the power cords to wall power and battery power were also checked with no issues. Log files were sent for review. It was noted that the site included connection/disconnection of the white power cord to wall power (about 10 total), followed by connection/disconnection of the black power cord to wall power (about 10 total). The site also connected/disconnected the white power cord, followed by the black power cord to battery power (about 10 connections for each). There were no issues with this. Upon review, the log captured multiple odd power cable disconnect and low power events that did not appear to be associated with a power exchange. It was noted that if cleaning the batteries and clips did not resolve the alarms, it may be necessary to exchange and return the suspect batteries and clips. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment was operating as intended. It was noted that cleaning the batteries/clips resolved the alarms. No equipment was exchanged as the event resolved. No products would be returned. Treatment for the patient included one intravenous (IV) amiodarone bolus, followed by continuous IV amiodarone. 25mg of metoprolol by mouth was continued as well as continuous IV heparin infusion. Afib with rvr improved on (B)(6) 2024 and the patient transitioned to amiodarone by mouth. Afib possibly caused the shortness of breath and confusion at home. The afib was sustained. The patient has had a history of afib pre-left vad. The afib was not thought to be device or therapy related. An implantable cardioverter defibrillator (ICD) was implanted prior to vad. The afib resolved and the patient would continue medical management of fluid volume overload (fvo) and planned vascular surgery for necrotic toes. The cause for necrotic toes was peripheral arterial disease.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event of cardiac arrhythmia could not be conclusively established through this evaluation. Review of the submitted log files showed the system operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.